Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the capsule ruptured after placing the iol in the eye. The iol was removed and replaced with another iol during the initial procedure. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).